Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6 / device codes: device coding updated to include high capture thresholds, to reflect event description (b5).

Event description:
It was reported that a device check of this implantable cardioverter defibrillator (ICD) system revealed a gradual increase in right ventricular (rv) lead pace impedance measurements over the last five years from 1,300 ohms to 2,286 ohms and signal artifact monitoring (sam) disabled the respiratory rate trend (rrt) feature. Additionally, threshold measurements had increased to 3.1v@ms and pacing outputs were increased. No oversensing was noted, and the patient is not pacer dependent. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that a device check of this implantable cardioverter defibrillator (ICD) system revealed a gradual increase in right ventricular (rv) lead pace impedance measurements over the last five years from 1,300 ohms to 2,286 ohms and signal artifact monitoring (sam) disabled the respiratory rate trend (rrt) feature. Additionally, threshold measurements had increased to 3.1v@ms and pacing outputs were increased. No oversensing was noted, and the patient is not pacer dependent. This ICD system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.